Event description:
It was reported the patient is experiencing soreness at her scs ipg site. The patient stated she has been prescribed lidocaine patches by her physician but that has not helped relieve the pain. The patient is pending a follow-up with a sjm representative to further evaluate the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.